Event description:
Customer reported the maxplus clear disconnected from the infusion and there is leaking on the bed. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will not be returned. Although requested, the set has not been returned. A f/u report will be submitted with failure investigation results should the set be received for eval.